Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was unable to be interrogated with two different programmers. Boston scientific technical services (ts) discussed placing a magnet to try and obtain a magnet rate. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that no magnet response was able to be obtained. The patient was referred for device replacement. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The hospital gave the device to the patient. The product is not expected to be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the device was explanted and replaced 1 year 7 months later. No adverse patient effects were reported.